Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.na - attachment: [article cn 030669.pdf].

Manufacturer narrative:
The devices were not returned for analysis. A review of the lot history record and a review of the complaint history could not be performed as this incident was based on an article review and no device/lot information was provided. Based on all available information, a definitive cause for the reported single leaflet device attachment could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Event dates estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Attachment: literature titled, failure of acute procedural success predicts adverse outcome after percutaneous edge-to-edge mitral valve repair with mitraclip.

Event description:
This will be filed to report single leaflet device attachment (slda). It was reported through a research article identifying the mitraclip device which may be related to patient single leaflet device attachment (slda). Specific patient information is documented as unknown. Details are listed in the attached article, failure of acute procedural success predicts adverse outcome after percutaneous edge-to-edge mitral valve repair with mitraclip. No additional information was provided.